Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2013, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 14-sep-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (compounded baclofen) 1300 mcg/ml at 300 mcg/24 via an implantable pump. It was reported that patient had loss of therapy and had continued dose increases without changes in symptoms. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. They were unable to aspirate the catheter access port (cap). Interventions/actions taken to resolve the issue was that the distal segment was replaced and flow was restored. The issue resolved at the time of this report.